Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The probable caused could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot test was performed failed due to call tech support error hwi2c displayed on screen. The receiver case was opened for an internal visual inspection and it passed. The allegation was confirmed. No injury or medical intervention was reported.